Event description:
It was reported the drill does not lock and gets hot. This was discovered preoperatively, and there was no reported impact to the patient.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Quality engineer performed analysis of the returned device. It was reported that the visao could not lock and got hot. During analysis, the overheating condition could not be duplicated, as the pre-repair temperature check could not be conducted since the test bur could not be installed. It was found that the ceramic ball bearings which are a part of the device¿s locking mechanism were missing. In addition, the bearings were corroded. The ceramic balls are located underneath the rotating locking collar of the visao and above the shaft assembly, which includes the middle bearings. The ceramic balls are inaccessible without disassembly of the handpiece. Per ipc IFU 68e4066 rev j, if the handpiece is attempted to be run without the drill being in the locked position, it is expected that the handpiece may overheat. Refer to following warnings taken from the IFU. W36: smoke and/or excessive heat may be generated if attachment is not in the fully locked position. This may result in thermal injury to the surgeon or staff. W76: always ensure that the drill is securely engaged into the handpiece prior to operating the system.